Manufacturer narrative:
On 3/11/2018, a picture of the device was received. On 6/17/2019, upon visual inspection of the picture, it seems to be deflated. However, no conclusion could be reached as to the origin of the deflation as the device was not returned for analysis. The manufacturing record evaluation (mre) verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the current complaint rate was reviewed, and no significant statistical trends were observed at the functional family level and product experience code. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: deflation this report contains supplemental information for mentor asr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast implantation procedure of unknown type with a mentor smooth round moderate plus profile 800cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with a mentor smooth round moderate plus profile 800cc on (B)(6) 2017. This report contains supplemental information for mentor asr reference number (B)(4).